Event description:
It was reported that during the implant procedure, the helix of the lead did not extend, but suddenly "popped out" after approximately 25 turns; the helix became dislocated from the wall. The lead was removed from the patient and tested on the sterile table. Again the helix popped out and did not advance from the lead smoothly. Additionally, it was also noted that an x-ray of the lead showed that the spacers appeared to be stuck and they did not move at all during the turning. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that the helix/lobe was distorted/bent and the lead appeared damaged at implant. Visual analysis noted that the lead was returned with the helix stretched and distorted. However the helix extends and retracts within specification.